Event description:
Device 1 of 7. Reference MFR. Report# 1627487-2019-02009. Reference MFR. Report# 1627487-2019-02010. Reference MFR. Report# 1627487-2019-02011. Reference MFR. Report# 1627487-2019-02012. Reference MFR. Report# 1627487-2019-02013. Reference MFR. Report# 1627487-2019-02014.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 7: reference MFR. Report# 1627487-2019-02009. Reference MFR. Report# 1627487-2019-02010. Reference MFR. Report# 1627487-2019-02011. Reference MFR. Report# 1627487-2019-02012. Reference MFR. Report# 1627487-2019-02013. Reference MFR. Report# 1627487-2019-02014. It was reported the patient experienced an infection located in the neck and buttock area. In turn, the patient was prescribed antibiotics. Reportedly, the patient underwent surgical intervention wherein the scs system was explanted. Issue was resolved post operatively.

Manufacturer narrative:
Patient's date of birth was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 7. Reference MFR. Report# 1627487-2019-02009; reference MFR. Report# 1627487-2019-02010; reference MFR. Report# 1627487-2019-02011; reference MFR. Report# 1627487-2019-02012; reference MFR. Report# 1627487-2019-02013; reference MFR. Report# 1627487-2019-02014.